Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted on (B)(6) 2026. According to the patient, her sensor was not connecting but could not provide exact error message on the insulin pump and/or dexcom app. She was in a coma for 3 days prior but did not mention if she had an active sensor at the time of the event. She was frustrated and just ended the call. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.